Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet, associated with missed meal announcements and subsequent automated correction dosing after a high (341 mg/dl) following a peanut butter and marshmallow sandwich; the user removed the ilet overnight due to concern about insulin delivery, and hypoglycemia occurred after the algorithm corrected elevated glucose, with recovery after oral juice. Symptoms included hypoglycemia, hyperglycemia, shaking, sweating, and nausea. Outcomes included a low glucose level of 66 mg/dl, device high/low alerts, successful self-treatment with orange juice, no need for outside assistance, and no medical intervention or hospitalization. Investigation included clinical troubleshooting and education regarding proper meal announcements and appropriate use of oral glucose for treatment of lows. Investigation of this case revealed that insulin stacking and algorithm-driven corrections occurred in the context of missed meal announcements, consistent with use-related error rather than a device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, specifically missed meal announcements leading to postprandial hyperglycemia followed by corrective dosing and subsequent hypoglycemia.